Manufacturer narrative:
B3 approximated. Updated impact codes h6.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that post operation he developed an infection in the scrotum, the patient presented fever and swollen scrotum and undergo a washout surgical procedure, the patient stated that he has been having more difficulty deflating than inflating, although the patient feels he only is able to achieve a 50 percent of erection. It was discussed proper inflation/deflation techniques and realistic expectations and difference between prosthetic vs natural erection. The patient has an appointment with the physician, and he will discuss any concerns at that point. The ipp is currently implanted. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that post operation he developed an infection in the scrotum, the patient presented fever and swollen scrotum and undergo a washout surgical procedure, the patient stated that he has been having more difficulty deflating than inflating, although the patient feels he only is able to achieve a 50 percent of erection. It was discussed proper inflation/deflation techniques and realistic expectations and difference between prosthetic vs natural erection. The patient has an appointment with the physician, and he will discuss any concerns at that point. The ipp is currently implanted. There were no additional patient complications.

Manufacturer narrative:
B3 approximated. Updated impact codes h6. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Updated concomitant product/therapy c2/d10 and device codes h6. Model number/catalog number: 72404156 serial number: n/a batch/lot number: 1100611591 model/catalog description: reservoir 100 ml pc/iz d4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that post operation he developed an infection in the scrotum, the patient presented fever and swollen scrotum and undergo a washout surgical procedure, the patient stated that he has been having more difficulty deflating than inflating, although the patient feels he only is able to achieve a 50 percent of erection. It was discussed proper inflation/deflation techniques and realistic expectations and difference between prosthetic vs natural erection. The patient has an appointment with the physician, and he will discuss any concerns at that point. The ipp is currently implanted. There were no additional patient complications.